Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient's attorney reporting allegations of eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, inflammatory response and asthma. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 01/21/2025. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient's attorney reporting allegations of eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, inflammatory response and asthma. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During inspection, sd card cover was missing. Dust-like contamination was observed on and under the top enclosure, on the right and left side panels, in the iso port, in the air inlet, on the bottom enclosure, on the blower cap, on and in the blower motor, on the sound abatement foam, and walls of the bottom enclosure. Potential hair-like particles were observed under the control knob, on the interior side of the top enclosure and left side panel, and around the interior of the bottom enclosure. Product investigation laboratory observed potential signs of dried liquid spots on the blower housing in between the iso port and blower outlet bellow. Product investigation laboratory observed what seemed to be an insect in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory unable to directly address the symptoms outlined in the complaint. Risk tags associated with this mode of failure include: shock04, contam01, contam02, toxic02, particulate01, infect01. The results of this investigation do not impact the calculated risks. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that the investigation at product investigation laboratory observed dust-like contamination was observed and evidence of sound abatement foam degradation/breakdown was not observed. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Box: h6 have been updated in this follow up report.